Event description:
From staff: during a stereotactic biopsy the eviva 9-gauge, 13cm needle did not properly test fire. This process is a part of the setup of this device. A new needle was opened, and procedure was performed.